Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer accidentally refilled a used cartridge. Tandem technical support educated customer on cartridge labeling. The customer's blood glucose level ranged from 150-171 mg/dl. Subsequently, while the customer was filling the tubing, customer noticed that the cartridge pigtail "appeared to be wet." Customer changed pump supplies to address the issue.